Event description:
The advocate stated his wife's blood glucose reading on the contour next ez was 238mg/dl. The strips were expired. He retested her on a different meter and the reading was over 600mg/dl. She was comatose and the paramedics were called. They retested her with their meter and the reading was over 600mg/dl. She was taken to the hospital where she was given insulin, glucose and calcium. The customer was moved to ICU and was still there at the time of the call. The advocate was advised to return the expired strips. New meter and strips were sent to the customer.